Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion was observed on the ventricular lead. It is unknown if is truly lead noise. Patient was asymptomatic and will be monitored.